Event description:
The customer reported that the adhesive was not sticky enough to use during a procedure. The procedure was completed successfully with a new device without a surgical delay; no medical intervention or adverse consequences reported.